Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and drain complications, warranting hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was touch contamination, and unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product or device caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for drain complications, abdominal pain and subsequently diagnosed with peritonitis. Upon follow-up with the pdrn, it was reported the patient experienced the same drain complications on (B)(6) 2019 and (B)(6) 2019, after receiving and utilizing the replacement liberty select cycler. As such, the pdrn stated the patient¿s pd catheter (not a fresenius product) was the source of the issue, versus a liberty select cycler malfunction. A peritoneal effluent fluid culture was obtained at the hospital on (B)(6) 2019 and was negative for growth. However, a peritoneal effluent cell count revealed an elevated white blood cell (wbc) count of 350 u/l. The patient was treated with intravenous (IV) vancomycin (dose, frequency, duration not provided). The cause of the events was attributed to touch contamination. The pdrn stated the patient is elderly and does not always get the help they require during initiation and discontinuing pd therapy. The pdrn is uncertain what form of renal replacement therapy the patient is currently receiving. However, the pdrn now reported the events were unrelated to the utilization of her liberty select cycler, liberty cycler set or any fresenius device(s), drug(s) or product(s). The patient remains hospitalized and is recovering from the events. The pdrn stated to their knowledge, the patient¿s pd catheter (not a fresenius product) remains in place.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.